Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Manufacturer narrative:
Final analysis of the device concluded normal device function. (B)(4). Medtronic

Event description:
The pt felt that the pump was running faster than normal; the pump had less drug than expected for the last couple of refills. At replacement, the pump stated 28.9 ml left; only 19 ml was actually in the pump. The pt could tell the difference between the old and new pump function. There was reported to be no pt injury. The device system was used to deliver compounded morphine (25 mg/ml) and baclofen (150 mcg/ml).